Manufacturer narrative:
Additional narrative: macnamee, p., bunker, t. And scott, t. (1988) the herbert screw for osteochondral fractures: brief report. British editorial society of bone and joint surgery, 70-b, 145-146. This report is for unknown ao cancellous screws / quantity: three / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, macnamee, p., bunker, t. And scott, t. (1988) the herbert screw for osteochondral fractures: brief report. British editorial society of bone and joint surgery, 70-b, 145-146. The authors reported the use of competitor screw in 45 cases of osteochondral fracture at various sites in the body. Results included one case report of a (B)(6) male who sustained a severe fracture dislocation, involving both the femoral head and the femoral neck. Four competitor screws were used to fix the osteochondral fracture of the head and three ao (arbeitsgemeinschaft für osteosynthesefragen) cancellous screws to hold the subcapital fracture. At one year, there was early evidence of avascular necrosis. This report is 1 of 1 for (B)(6). This report is for three unknown ao cancellous screws.